Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11-oct-2018 with the following findings: during investigation, it was found that the display was dim with a pink hue. Further investigation found that the battery compartment was cracked from the top above the pad to the cover part. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the pump had a dim display with a pink hue. Investigation revealed the battery compartment was cracked from the top above the pad to the cover part. This report is made based on results of investigation completed on 11-oct-2018.